Manufacturer narrative:
The last calibration was performed on (B)(6) 2021 and the system could not generate a lot calibration on the day of the event. A lot calibration was generated using a new pack from the same lot. The calibration signals were higher than expected, but this did not affect the calibration. There were no alarms on the calibration. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The complained sample was collected in a 13 x 74 mm. Tube and the initial value was from an aliquot of the sample. It is not known if rack adapters required for 13 mm. Diameter tubes were used. The customer indicated some racks had adapters and others did not. Upon review of the alarm trace, an insufficient sample volume alarm, a liquid flow cleaning recommended alarm, and a liquid level detection noise alarm were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
UDI number = (B)(4). Phone number was provided as (B)(6). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys amh plus on a cobas e 411 immunoassay analyzer. The sample initially resulted in an amh value of 0.044 ng/ml and this value was reported outside of the laboratory. The sample was repeated twice, resulting in values of 7.24 ng/ml and 7.52 ng/ml. The amh reagent lot number was 507054, with an expiration date of 31-oct-2021.